Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with mild calcification and no tortuosity. The 6x150 mm absolute pro self expanding stent system (sess) was advanced to the lesion and deployment was started; however the thumbwheel was stuck and the stent could not be deployed. The stent was not partially deployed or flowered. The entire device was removed through the sheath. When this device was outside the anatomy, the wheel turned and the stent deployed. Another 6x150 mm absolute pro sess was advanced to the lesion and the thumbwheel was stuck initially; however, after slight manipulation it loosened and the stent was successfully deployed. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that the first device was partially deployed when it was returned. The stent was able to be deployed without difficulty. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be confirmed. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. As reported, when the device was outside the anatomy the wheel turned and the stent deployed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.